Event description:
While stitching the vulva, 2/3" of the needle from a 3-0 vicryl j-316 brokeoff internally. X-ray was called for c-arm. Doctor located needle before x-ray.two of these needles broke during this procedure. No harm to patient